Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed h3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The cause for the reported issue was not known. The customer performed a supply change and delivered a correction bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.